Manufacturer narrative:
The lead was discarded following the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted and replaced one day post implant. It was reported the patient had a wide atrium with a lot of dead or scarred tissue. Difficulty placing this lead at revision was experienced. A different model lead was successfully implanted. No additional adverse patient effects were reported.